Event description:
It was reported that size c 8mm trial poly insert broke when surgeon was taking out of tibial tray. Needs to be replaced.

Manufacturer narrative:
H10. H3, h6: the reported device, used for treatment, was returned for evaluation. Visual inspection of the returned device confirmed the trial poly broke and that it was an older design. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to the design of the poly trial. Subsequent changes to improve the design included removing snap features and adding a chamber to allow the trials to be inserted easily into the tibial trays by hand. A factor that could have contributed to this issue is if the user impacted the poly trial causing the thin section to break. Poly trials are designed to drop into the tibial tray with no force.